Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure. According to the complainant, during the procedure the clip was difficult to release from the delivery catheter. The clip eventually attached to the target site and was used to complete the procedure. There were no patient complications due to this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure. According to the complainant, during the procedure the clip was difficult to release from the delivery catheter. The clip eventually attached to the target site and was used to complete the procedure. There were no patient complications due to this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was fully deployed and not returned. The control wire was separated per design. It was also noticed that there was a kink in the control wire. The complaint was not confirmed for clip difficult to release from catheter since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.